Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was received by the manufacturer for evaluation. The investigation of the device is underway.

Event description:
It was reported that the balloon did not correctly deflate during the procedure. The balloon was removed while mostly inflated. There was no reported patient injury or intervention.

Manufacturer narrative:
A kink was found under the hub after the strain relief was removed, which was causing slow deflation due to a compressed lumen. Once the hub was bypassed, the balloon was inflated and deflated normally. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.